Event description:
Additional information received indicated that information previously reported in manufacturer report 3004209178-2015-23369 is not applicable to this device. It will all be reported in manufacturer report # 3004209178-2015-25289.

Manufacturer narrative:
Concomitant products: product ID 97792, lot # n522615, implanted: (B)(6) 2015, product type accessory; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer via the manufacturer representative reported that the patient lost stimulation on (B)(6) 2015 and had two informational power on reset (por) messages he was able to clear, then a warning por. The patient was seen by a manufacturer representative, and they walked through a quick physician mode recharge (pmr) as the device could not communicate. They were able to successfully clear por 0x0200, communicate, and verify settings / charge status. Additional information received from the consumer reported that he had never let the implantable neurostimulator (ins) go dead. It was also reported that the ins died again, the ins was restarted, the ins died again, and he could not get it restarted. Regarding possible emi exposure, the patient noted nothing had changed in his environment except that he got a new computer. It was also noted that it occurred last night when he was in the car. The patient did not know what por he had. The patient was not able to communicate with the implantable neurostimulator recharger (insr) and patient programmer. When using the patient programmer, the patient got poor communication with and without the antenna, and when using the insr, the patient got the ¿reposition antenna¿ screen. The consumer reported that the patient got ¿a whole bunch of pors¿ on (B)(6) 2015; it was noted that the ins was fully charged every time. Communication could not be established with the patient programmer, the insr, or the clinician programmer. A pmr was performed, telemetry was re-established, the ins was charged up, and the patient used stimulation on (B)(6) 2015. Later on (B)(6) 2015, the patient lost telemetry and stimulation. The patient had an appointment with the manufacturer representative on (B)(6) 2015. It was noted that t he patient had this ins for occipital stimulation. While troubleshooting, short pmrs did not resolve the issue; the ins was unresponsive. About 15 minutes of pmr was done; this was interrupted but telemetry could not be established with the insr. All patient programmer error codes displayed were 590, except for #0 which was 591. All insr error codes were 590 except for session #3 which was 380. After further discussion, the manufacturer representative felt pretty confident that the por code seen on the clinician programmer was a 0x2, not a 0x200. It was noted that the loss of telemetry and loss of stimulation were considered a sudden change in therapy / symptoms. Additional information received from the consumer reported that the patient was in severe pain and his ins was broken. He had met with the manufacturer representative 10 times, and the ins had not worked for several days. The patient stated that the manufacturer representative ran a test and determined it was an ¿internal error.¿ the consumer also reported that the healthcare professional was waiting for the manufacturer to send the new ins. The consumer further reported that the patient was charging every day and it was not the patient¿s fault. Additional information received from engineering reviewed the concerning factors that pointed to replacing the ins: rapid discharge rate of ins, por codes seen, clinician programmer data from (B)(6) 2015, and a chronic lack of telemetry with ins. It was further reported that a different manufacturer representative was to work with the patient and healthcare professional on the planned revision, and the reasons for recommending ins replacement were reviewed. The manufacturer representative later reported that the patient had the replacement surgery on (B)(6) 2015. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included non-malignant pain.